Event description:
It was reported to boston scientific corporation that a flexima nasobiliary catheter kit was used in the bile duct during a bile duct drainage procedure performed on (B)(6) 2014. According to the complainant, during the procedure, resistance was met when the jagwire was advanced into an rx cannula. A new jagwire was used to complete the procedure with the same rx cannula. There was no visible damage to the jagwire prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed reportable based on the investigation results: core wire tip exposed.

Manufacturer narrative:
Investigation findings: distal tip detached exposing the tip of the metal corewire. Investigation results: visual evaluation of the returned device found the pebax damaged, exposing the tip of the metal corewire. The pebax was also damaged approximately 3.2cm from the distal end of the device. Adhesive remnants were found, indicating that the pebax had been properly attached to the corewire. The outer diameter of the wire was measured, and all the measurements were found within specifications. There was no evidence of corewire fracture, and the ptfe jacket did not present any anomaly. The naso transfer tube was returned and no issues were found. The complaint was confirmed. Device evaluation found the pebax damaged, exposing the tip of the metal corewire. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no other complaints exist for the specified lot.